Event description:
Hcp reported pt presented "fall '03'" with sweats, abdominal cramps, and a headache. The medication in the pump was decreased. No device troubleshooting was required/performed. The pt was reported to have recovered without sequela.